Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse determined that the green ECG connector on the iabp had been damaged preventing the ECG cable from seating correctly in the connector. To fix the issue, the front end board was replaced. The iabp then passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer reported that no electrocardiogram (ECG) was detected on the cardiosave intra-aortic balloon pump (iabp) prior to use. There was no patient involvement, and there was no adverse event reported.